Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-14905.  Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the valve malposition cannot be confirmed, however, may be related to procedural factors (balloon burst). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the delivery system balloon ruptured and valve malposition (too ventricular) occurred. As patient¿s ejection fraction was 15%, tavr was planned with cardiopulmonary bypass.  However, this was unable to be performed due to occlusion in inferior vena cava (ivc). While expanding the sapien 3 valve, the balloon of delivery system ruptured at full inflation. The device was immediately retracted. Aortography showed malposition of the valve at 50:50 to 60:40 (ventricular / aortic) position and severe aortic regurgitation. A decision was made to implant a second valve. The second valve was deployed in a higher position than the first valve. Post-dilation was performed and hemodynamics were again not stable. In addition to cardiac massage and adrenaline, the patient returned to ICU with ventricular assist device inserted. The operator stated the cause of the hemodynamic instability was likely ivc occlusion.